Manufacturer narrative:
A stryker field technician evaluated the device and duplicated the issue. The hood was replaced the resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be a faulty hood.

Event description:
The customer contacted stryker to report that their device's controls were unresponsive. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated to the reported event.